Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached material, but there is no code available. The involved device has not been returned for evaluation. Visual inspection of a retained sample from the reported lot confirmed that there were no anomalies or defects. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for such an event with statements in the warnings / precautions section of the instructions-for-use that inappropriate manipulation of the glidewire under certain conditions may result in damage and/or separation of the outer (B)(4) coating. Specifically, the IFU states: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been filed by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
Per the maude event report # (B)(4), which was received from the FDA on (B)(6) 2012,: "as the physician was getting ready to re-access the vein, it was noted that the sheathing was gone from the guidewire in an eighth of inch segment. Upon fluoroscopy a piece could be seen. Patient taken to operating room for catheterization and retrieval of foreign body. Reason for use: insertion of portacath. Follow-up communication with the user facility confirmed that the catheterization was completed successfully and that the patient has been released from the hospital.